Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an epidural hematoma. In turn, the patient's scs lead was explanted and patient was hospitalized in the ICU. The patient has been reportedly recovering in a rehabilitation facility.

Event description:
It was reported that the patient was walking back from the bathroom at his assisted living community when he fell to the floor, began drooling, and then turned blue. The patient had a dnr order so the facility pronounced him deceased.

Event description:
It was reported that the patient lost functionality of their left arm. The patient had a catheter in and was unable to use the bathroom unassisted. It was reported the patient passed away on (B)(6) 2019. Further information is unknown at this time.